Event description:
It was reported that the device could not be interrogated; the message -please locate device- was displayed. On (B)(6) 2010, battery data was 2.61 v, 14 ua, and 9.1 k with a estimated remaining longevity of 6 months. Interrogation attempts in another room using a different programmer were also unsuccessful. The pulse generator was explanted and replaced due to inability to interrogate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.